Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that a revision surgery was performed due to dislocation post tha. Per email communication, the requested x-ray and surgical reports are not available. However, it was reported that the surgeon stated the device was not defective. Therefore, the patient impact beyond the revision and the clinical root cause of the dislocation cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal compliant reference: (B)(4).

Event description:
It was reported that, after patient suffered a dislocation, a revision surgery was performed. No further complications were reported.